Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was confirmed not duplicated in the laboratory setting. There were no visible defects, damage or contamination. Root cause of the event was not determined by failure investigation.